Manufacturer narrative:
No parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Product problem changed to no. Checked required intervention.

Manufacturer narrative:
A temporal relationship exists between ccpd therapy utilizing the liberty select cycler, fmc cassette and the event of peritonitis which warranted hospitalization. The etiology of the event is unknown; therefore, causality cannot be determined. However, those persons undergoing pd therapy are known to be at high risk for developing peritoneal infections. Based on the information available, the liberty select cycler can be disassociated from the event as there is no evidence or indication a fresenius product(s) and/or device(s) caused or contributed to a serious adverse patient event (severity of s3, s4 or s5). In addition, there is no allegation of a machine malfunction or of the machine failing to perform as expected in relation to the event. Furthermore, the patient continues to utilize the same liberty select cycler without any reported issues or allegations of machine malfunction or deficiency.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
On (B)(6) 2018, a (B)(6) male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) called technical support requesting assistance with a ¿patient line is blocked¿ soft alarm (resolved, bypassed drain 0). During the call it was discovered the patient was recently diagnosed with peritonitis (specifics not provided). During follow-up on (B)(6) 2018, the patient¿s peritoneal dialysis registered nurse (pdrn) confirmed the diagnosis and reported the patient was treated outpatient with vancomycin (route, dosage, frequency and duration not provided). The pdrn reported the offending organism was unknown, and no cause was provided. The patient reportedly continues to perform ccpd therapy and is recovering from the event. Subsequent attempts to obtain additional information have thus far proven unsuccessful.